Event description:
Customer's mother reported that the insulin pump required battery changes every other day. Caller stated that the insulin pump returned a daily low battery alert. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
The unit was received with currents in specifications. There was no unexpected low battery. The unit had minor scratched lcd window, cracked case near display window corners, and reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.